Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a non - endologix stent (gore excluder leg)to treat an iliac artery aneurysm. This case is outside the indications of use (off -label). A possible intraoperative type 3b was reported at the end of the procedure. Approximately four days later, it was reported that the endoleak had resolved itself as there is no endoleak present. The patient will be monitored.

Manufacturer narrative:
Clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several requests were made for both; however, no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: d4: expiration date/UDI - updated. G1,2: contact office- name has been updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.